Event description:
The surgeon had burned a toe on a patient with conmed's electrode tip.

Manufacturer narrative:
The user-facility did not release the product, so an evaluation cannot be performed. The user-facility had stated that the patient had sustained a burn to their toe. The surgeon had activated the pencil and as the pencil was not being activated the tip had come in contact with the patient's toe. The reporter suspects that the patient was injured due to the residual heat of the electrode. As the patient had to receive medical intervention in the form of sutures, conmed is filing this adverse event with the FDA.